Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd insyte autoguard pnk 20ga x 1.16in experienced difficulty activating the needle retraction. The following information was provided by the initial reporter: the retracted speed is slower than before.

Event description:
It was reported that 5 bd insyte autoguard pnk 20ga x 1.16in experienced difficulty activating the needle retraction. The following information was provided by the initial reporter: the retracted speed is slower than before.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 13-jan-2023. H6: investigation summary: bd received twelve 20 gauge insyte autoguard devices from lot 2042991 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no visible damage or deformities to the units. Next, the units were tested for tip adhesion and needle retraction. The engineer was able to successfully break any tip adhesion and each device retracted successfully into the grip with no delay observed or resistance felt. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects could be identified during inspection a definitive root cause could not be determined.

Event description:
It was reported that 5 bd insyte autoguard pnk 20ga x 1.16in experienced difficulty activating the needle retraction. The following information was provided by the initial reporter: the retracted speed is slower than before.

Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. If a sample is returned this investigation can be reopened and re-evaluated. A review of the device history record was performed and no quality issues were found during production. H3 other text : see h10.